Event description:
She tested her blood glucose and received a reading of 19 mg/dl. She retested and received a reading of 189 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.